Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead dislodged multiple times from the atrial appendage area. It was noted that there was placement difficulty due to patient anatomy and that the physician was having a hard time moving this initial lead due to the fact that the physician put both thru on stick. The lead was removed and not used. A different lead was implanted after the physician got a second point of access. No patient complications have been reported as a result of this event.